Manufacturer narrative:
The device has not been received to date. Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot. Tac and the customer¿s olympus sales representative agreed the main lamp had reached 500 hours and expired causing the spare lamp on. The customer¿s olympus sales representative reported the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer¿s olympus sales representative reported to olympus, a unknown lamp error was present and the illumination was dull on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: d8, g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the lamp failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation determined that the spare lamp turned on because the main lamp had expired after exceeding the 500 hour life-span. Olympus will continue to monitor field performance for this device.